Manufacturer narrative:
H3: product analysis #(B)(4): product:9560524, lot no:my18m001 analysis found that the requested phenomenon was confirmed in the inspection at the time of acceptance. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (service repair, manufacturer representative, user facility) regarding a flex arm having spinal therapy. It was reported that there was a lock failure in the instrument. Patient involvement was unknown. There were no further complications reported regarding the event.